Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to excess process residue on capacitor, designator c157 on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that it did not recognize a shockable rhythm. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: (B)(4)

Event description:
The customer contacted physio-control to report that their device displayed a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that it did not recognize a shockable rhythm. As a result, defibrillation would not be possible if it were necessary.